Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2024 as per new additional information and which is updated section b3. Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update description summary: customer reported having low blood glucose which began on (B)(6) 2024. Customer alleged that the pump was giving her more insulin than necessary. Low was treated with glucagon injection and customer went to the emergency room for a low blood glucose on (B)(6) 2024. Customer was given sugar intravenously, orange juice, chips, and a sandwich at the hospital. Customer stopped using the pump at 4pm on (B)(6) 2024. Troubleshooting was done. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 60 mg/dl. The customer reported hypoglycemia, hypoglycemia, hypoglycemia, and hypoglycemia treated with discontinued use of insulin delivery system, glucagon, glucose/carb intake, emergency medical services/ambulance/emergency room visit. No troubleshooting was identified. The event involved product(s) unomedical, mmt-1884, mmt-332a. The customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event. No further patient complications were reported. The customer would continue to use of the devices, no product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a.